Event description:
The pt was implanted with a monarc sling system on (B)(6) 2009. It was reported the mesh was removed on or about (B)(6) 2010 due to erosion, incontinence, ladder leakage, and failure. The pt had another manufacturer's mesh system implanted at this time. Subsequently the pt experienced pain and discomfort and the other manufacturer's mesh system was remove on (B)(6) 2011. The pt continued to experience severe and permanent pain and discomfort.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.